Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsul fell off into the pt's mouth when the delivery device was removed. The pt was not injured following the procedure.